Manufacturer narrative:
H3, h6: the cable 9735823 hdmi 3m s8 svc, lot number: n/a, was returned to the manufacturer for analysis. High-definition multimedia interface (hdmi) cable was tested with a known-good computer and monitor and it displayed a clear image. The cable was wiggled during testing, and no issues were observed, indicating a secure connection. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Hardware was replaced and the system then performed as in tended. Codes b01, c13, and d02 are applicable to this analysis. H3, h6: the monitor, lot number: 23404380, was returned to the manufacturer for analysis. Monitor was tested and found to have a dam aged hdmi port. When a verified working hdmi cable was inserted, any movement caused the display to flicker or lose signal due to a loose connection. Despite the hdmi port issue, touch functionality operated across the entire screen, audio output was normal, and the display quality remained unaffected. The reported event could be duplicated by medtronic personnel. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart monitor intermittently went to a black screen. The manufacturing representative (rep) called while onsite for troubleshooting and reported that when he moved the high-definition multimedia interface (hdmi) cable, the screen went black. The rep reported no visual damage to the hdmi cable or pins as well as hdmi port on monitor. No patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735823, product ID: 9735795, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.